Event description:
It was reported that the patient alleged having an appointment to see a physician a year prior due to implanted inflatable penile prosthesis (ipp) had stopped working. After the examination the physician advised him of a hole identified in one of the tubes, stating that the ipp was defective and needed to be replaced. The patient alleged seeing the physician again and when advising patient had sought legal help, the physician did not want to proceed with the revision surgery. The patient then sought a new physician who performed a revision surgery in which the existing device was removed and replaced. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.